Event description:
Sensor pad resident was sitting on did not alarm. Staff heard a crash and responded finding resident on floor. Resident was transferred out 911. Resident had sustained facial and vertebral fractures. Resident expired at the hospital. Staff had been responding to the alarm before this fall and when tested after the fall, the alarm worked.